Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. The motor passed motor test. The insulin pump was received with currents within specification. No e70 alarm on alarm history screen. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 288 mg/dl. The customer treated with a bolus from the pump of 2 units. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. The customer declined to troubleshoot. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.